Event description:
A trileaflet aortic valve was put in and seemed to be defective; valves not working right. Pt had significant moderate aortic insufficiency centrally through this prosthetic valve. Had to be replaced with same model-different valve. Appeared that one of the valve leaflets was hanging up. There did not appear to be any obstruction from any pledgets. It seemed as though it was, perhaps, something within one of the struts or an intrinsic issue with the valve itself.